Event description:
A malfunction alarm was reported with the insulin pump, identified by code malf 16-0x20e6. There was no adverse impact to the customer's blood glucose level. The customer switched to multiple daily injections (mdi) as a backup insulin therapy.